Event description:
The customer reported that while the iabp was in use on a patient, the iabp would not display ECG info on the patient with the pump. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. The company representative tested the pump with simulator and also tested customer cables with a simulator. All leads selected functioned normally. Performance tested to factory specs and safety tested. Internal complaint number: (B)(4).